Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This lead exhibited capture issues and it was determined to be to short, it was finally replaced with a longer lead. No additional adverse patient effects were reported.